Event description:
The clinician reported that almost 13 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reported the patient's pain, implant mobility, fistula and swelling. The implant was torqued to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.